Manufacturer narrative:
Concomitant medical products: unknown lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with dizziness. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited pacing failure, oversensing and a decrease in r-wave amplitude. The rv sensitivity was decreased two times but pacing failure persisted. The implantable pulse generator (ipg) was programmed to voo and the system was later replaced. The rv lead was capped and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.